Manufacturer narrative:
An event of hemorrhage/blood loss/bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that slight ooze bleeding was noted from the venous access site despite manual pressure. Additional skin stich was added to reduce the bleeding. Based on the information received, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Bleeding at the access site is a possible outcome of the procedure per the instructions for use.

Event description:
(B)(6) - catalyst ide study. (B)(4). It was reported that on (B)(6) 2023, a amulet delivery sheath 12f 80cm was selected to implant a device. On (B)(6) 2023, slight ooze bleeding was noted from the venous access site despite manual pressure. Additional skin stich was added to reduce the bleeding. The patient's activated clotting time during procedure 230, total 13000 units heparin given in 2 doses. Act not rechecked at time bleeding noted. Protamine given at end of procedure. The patient is stable.